Event description:
National complaint coordinator (ncc) reports one incident of blood leak with the psn 210 dialyzer after passing the air leak test. Blood leak occurred at the start of treatment and was noted by the blood leak alarm. Blood leak was verified visually in the dialysate. Blood was returned to the patient with no reported blood loss. Treatment was resumed with new disposables and completed without further incident. No patient injury or medical intervention reported per ncc.